Manufacturer narrative:
Investigation results: the complaint of foreign matter was confirmed; however, the composition, source, and root cause of the foreign material could not be determined from the two photographs that were provided for investigation. The photos showed a black particle on the external surface of the IV catheter. It is possible that the material was introduced during packaging; however, as the IV catheter had been removed from the unit packaging and needle cover, the source of the material could not be determined. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
E. Facility name exceeds character limit: (B)(6) hospital a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte iag bc pro global foreign matter found on catheter. The following information was provided by the initial reporter: the customer found a black foreign material attached to the surface of the catheter after opening the package and the foreign materials were found by other customers in several products with the same lot number.